Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, residual fluid or foreign matter was coming out from the forceps channel, dirt was noted inside the channel. In addition, there was discoloration/deterioration of the device, compromised image, fluid invasion in the device and eyepiece lens, buckling of the instrument channel, peeling resin on the insertion tube, a deformed angle wire, loose components, and minor deformation due to handling found on various parts of the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, they could not see the field of view while using the tracheal intubation fiberscope. Upon inspection of the customer¿s returned device, it was observed, residual fluid or foreign matter was coming out from the forceps channel. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event

Manufacturer narrative:
Correction: d5 - healthcare professional should have been selected on the initial report. Correction: h8 - reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to an inappropriate or insufficient reprocessing method or handling. Olympus will continue to monitor field performance for this device.